Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The event date was estimated.

Event description:
It was reported the patient experienced overstimulation sensations (described by the patient as heating/shocking) at the ipg site. It was also stated the patient had a recent fall. As such, the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly, effective therapy was restored post-operative and the issue is resolved.